Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278241, expiration date 11/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system.

Event description:
Customer received results of 13.6 mmol/l and 9.4 mmol/l on the mobile system, and a result of 6.9 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.